Manufacturer narrative:
Device data from 21-oct-2025 was reviewed. The device had been powered off on 20-oct-2025 and restarted on 21-oct-2025 prior to the reported hyperglycemia. No malfunction alerts, system errors, or factory resets were identified in the engineering logs. Insulin delivery commands were issued appropriately based on cgm input, and alerts were acknowledged. Hyperglycemia began after a supply change, suggesting a possible interruption in insulin delivery within the fluid pathway; however, no occlusion or mechanical failure was detected. Device malfunction was not confirmed, and the root cause of the dka event could not be definitively established.

Event description:
On 21-oct-2025 the reporter reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels above 250 mg/dl following a supply change. The user was transported to the hospital where the user was diagnosed in diabetic ketoacidosis and treated with insulin therapy and discharged on (B)(6) 2025. No long-term health effects were reported.